Manufacturer narrative:
The (B)(4) field service engineer (fse) evaluated the device and found no error codes or faults. The fse was not able to locate and service related failure codes. The fse powered on the v60 and the unit passed the power on self tests and came up in normal mode. V60 operated correctly. The fse was not able to generate any hardware failures and performed a complete performance test and all the tests passed . In addition, the fse performed an electrical safety test and this test passed. The ventilator log was reviewed and the alarm volume was found to set at 1, the lowest level and no hardware issues were found. No hardware issues were noted on review of the ventilator log. The ventilator remains with the customer and ready for clinical use.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. Further information has been requested.

Event description:
The customer initially reported possible equipment failure that resulted in patient harm. A patient was being ventilated on a v60 ventilator and expired.